Event description:
It was reported that the patient's pacemaker failed to be interrogated via inductive telemetry and also could not elicit a magnet response. It was further noted that the pacemaker was not producing low voltage output. Premature battery depletion was alleged. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, no inductive telemetry, no magnet response and no pacing output were confirmed. The device was received with no output and no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.